Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the secondary probe on the hmx autoloader instrument was leaking and the 5c cell control results were erratic. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and could not reproduce the probe leak or the quality control issue; however, the operation of the probe wipe and rinse were verified and within specifications. No further reports of leaking were reported.